Event description:
It was reported that the patient died one day after trial. It was noted that the cause of death was unknown. It was noted that the patient was not programmed during the post-op period and no external neurostimulator (ens) or patient programmer was sent home with the patient. It was noted that the patient requested to be programmed the following day. It was noted that no symptoms or complications were associated with the event. Additional information received reported that the cause of death was unknown. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of death was not related to the stimulation therapy or the implant surgery.